Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84063.

Event description:
Customer reported that he was unconscious due to unexplained low blood glucose. Customer was taken to the emergency room and was hospitalized in intensive care unit. The blood glucose reading was 17 mg/dl. Customer stated that his wife administered 5 glucagon shots because his blood glucose would not register on the meter and his sensor was giving inaccurate readings. Customer stated that the doctor concluded that his body was producing insulin and was giving insulin with the pump it was too much. Nothing further was reported.